Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('persistent abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), abdominal distension ("persistent abdominal swelling"), dysmenorrhoea ("menstrual pain") and menorrhagia ("heavy menstrual bleeding"). Essure treatment was not changed. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient was currently awaiting the completion of allergy tests to determine if she is allergic to the components of the contraceptive device, which are: titanium, nickel and stainless steel. Depending on the result of these tests, as well as the progression of the adverse effects derived from the essure that she continued suffering, a surgical procedure for the removal of essure may be eventually necessary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('persistent abdominal pain') in a female patient who had essure (batch no. B11724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), abdominal distension ("persistent abdominal swelling"), dysmenorrhoea ("menstrual pain") and menorrhagia ("heavy menstrual bleeding"). Essure treatment was not changed. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient was currently awaiting the completion of allergy tests to determine if she is allergic to the components of the contraceptive device, which are: titanium, nickel and stainless steel. Depending on the result of these tests, as well as the progression of the adverse effects derived from the essure that she continued suffering, a surgical procedure for the removal of essure may be eventually necessary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality safety evaluation of ptc. Lot number was received. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of procedural intestinal perforation ("postsurgical complication due to iatrogenic perforation of the small intestine") and abdominal pain ("persistent abdominal pain") in an adult female patient who had essure inserted (lot no. B11724) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of myomectomy and uterine myoma. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced procedural intestinal perforation (seriousness criterion medically important), abdominal pain (seriousness criterion intervention required), abdominal adhesions ("abdominal cavity adherence syndrome"), abdominal distension ("persistent abdominal swelling / persistent abdominal inflammation"), dysmenorrhoea ("menstrual pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), device intolerance ("essure intolerance"), dehiscence ("dehiscence of the small intestine") and umbilical hernia ("umbilical hernia"). The patient was treated with surgery (on (B)(6) 2021 underwent bilateral salpingectomy and essure removal). At the time of the report, the abdominal adhesions, abdominal distension, dysmenorrhoea and heavy menstrual bleeding had not resolved. The outcomes for procedural intestinal perforation, abdominal pain, device intolerance, dehiscence and umbilical hernia were unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, dehiscence, device intolerance, dysmenorrhoea, heavy menstrual bleeding, procedural intestinal perforation and umbilical hernia to be related to essure administration. The reporter commented: patient was currently awaiting the completion of allergy tests to determine if she is allergic to the components of the contraceptive device, which are: titanium, nickel and stainless steel. Depending on the result of these tests, as well as the progression of the adverse effects derived from the essure that she continued suffering, a surgical procedure for the removal of essure may be eventually necessary. Lot number: b11724, manufacture date: 2013-03 and expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-aug-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('persistent abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), abdominal distension ("persistent abdominal swelling"), dysmenorrhoea ("menstrual pain") and menorrhagia ("heavy menstrual bleeding"). Essure treatment was not changed. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient was currently awaiting the completion of allergy tests to determine if she is allergic to the components of the contraceptive device, which are: titanium, nickel and stainless steel. Depending on the result of these tests, as well as the progression of the adverse effects derived from the essure that she continued suffering, a surgical procedure for the removal of essure may be eventually necessary. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: final report ticked. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("persistent abdominal pain"), procedural intestinal perforation ("postsurgical complication due to iatrogenic perforation of the small intestine"), incisional hernia ("immediate postoperative period of intestinal paralysis due to an infraumbilical incisional hernia with a parietal defect of approximately 7 by 6 cm after essure removal") and anxiety ("anxiety (being put on sick leave for this reason)") in a 37 year-old female patient who had essure inserted (lot no. B11724) for in vitro fertilisation. Additional non-serious events are detailed below. Product or product use issues identified: device use in unapproved indication ("essure was inserted to become pregnant" on (B)(6) 2015) and device ineffective for unapproved indication ("patient did not become pregnant after all procedures"). The patient had a medical history of myomectomy (which she suffered complications due to infection that made a second procedure necessary. After this operation she completely recovered) and uterine myoma in 2009 and pid pelvic inflammatory disease (with pelvic abscess) and hydrosalpinx (left). Essure devices were inserted without anaesthesia. As concurrent condition the report mentioned in vitro fertilisation (several, failed; continued after the insertion of essure). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain ("persistent abdominal pain after the insertion lasting more than 2 weeks"). On (B)(6) 2020, she experienced anxiety (seriousness criterion medically important). On (B)(6) 2020, she experienced dyspepsia ("heartburn/ dyspepsia"). On (B)(6) 2020, she experienced abdominal pain lower ("pricking in the hypogastrium and iliac fossae/hypogastrium pain and iliac pain"). On (B)(6) 2021, she experienced procedural intestinal perforation (seriousness criterion medically important). On (B)(6) 2021, she experienced incisional hernia (seriousness criterion medically important). In 2021, she experienced allergy to metals ("allergy to nickel"). An unknown time she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), dyspareunia ("pain during sexual intercourse"), abdominal distension ("persistent abdominal swelling/persistent abdominal inflammation"), heavy menstrual bleeding ("heavy menstrual bleeding"), menstrual disorder ("menstrual disorders"), pain ("generalised pain"), hypersensitivity ("allergy manifestations"), abdominal adhesions ("abdominal cavity adherence syndrome"), device intolerance ("essure intolerance"), dehiscence ("dehiscence of the small intestine"), insomnia ("insomnia") and skin reaction ("dermatological manifestations"). The patient was hospitalised from (B)(6) 2021 to (B)(6) 2021. The patient was treated with anxiolytics and antidepressants as well as surgery (on (B)(6) 2021 underwent laparoscopy, bilateral salpingectomy and essure removal and on (B)(6) 2021 for hernia repair (in laparoscopic umbilical trocar incision)). At the time of the report, the procedural pain had resolved and the dysmenorrhoea, abdominal distension, heavy menstrual bleeding and abdominal adhesions had not resolved. The outcomes for abdominal pain, procedural intestinal perforation, device intolerance and dehiscence were unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, dehiscence, device intolerance, dysmenorrhoea, dyspareunia, dyspepsia, heavy menstrual bleeding, hypersensitivity, incisional hernia, insomnia, menstrual disorder, pain, pelvic pain, procedural intestinal perforation, procedural pain and skin reaction to be related to essure administration. The reporter commented: in 2014, her gynecologist detected left hydrosalpinx and recommended essure implantation to increase the chances of getting pregnant. The patient clearly insists on several occasions that she suffered from abdominal pain, insomnia, discomfort during sexual intercourse, organ involvement, dermatological manifestations, rupture, wear of the product, heavy bleeding, etc. On (B)(6) 2020, she was put on sick leave due to anxiety due to the problems that occurred with essure insertion, being treated with an anxiolytic and antidepressant. On (B)(6) 2021: the patient is admitted due to an infectious process [unspecified] and is being treated with astreonam. On (B)(6) 2021 essure devices were removed. On (B)(6) 2021 a second procedure was scheduled for hernia repair in the anterior abdominal wall (in laparoscopic umbilical trocar incision); laparoscopic lysis of abdominal adhesions. On (B)(6) 2021: she is in a state of recovery after essure removal and hernia repair and is being followed up by his family doctor for iron deficiency anemia. In conclusion, after years of trying to achieve in vitro fertilization by the most effective method, she has not achieved it, she has not had children, she has had many complications, tests and operations and it has been a consequence in her life on a psychological and moral level. The events caused her depression and it is something that she believes she will always remember due to the damage caused and the loss of her organs such as her fallopian tubes. The implementation of essures has represented a difficult stage and has filled his life with pain and anguish. Diagnostic results (normal ranges are provided in parenthesis if available): [c-reactive protein] on (B)(6) 2020: 11.4 mg/dl. [Computerised tomogram abdomen] on (B)(6) 2021: abdominal and pelvic tomography did not show pathological findings and essure was placed in the tubes, without mobilization, however the patient has a history of pelvic inflammatory disease with pelvic abscess; on (B)(6) 2021: accidental perforation of the small intestine; on (B)(6) 2021: collection in the pouch of douglas with discrete enhancement of the walls to be evaluated for probable abscess formation. [Laparoscopy] on (B)(6) 2021: the first intervention is carried out to remove the essure devices. The action plan is laparoscopy, bilateral salpingectomy with laparoscopic essure removal. During surgery, small intestine adhesions are found on the abdominal wall, uterus with adhesions to neighboring structures. After the intervention, the patient presented intestinal paralysis due to incisional hernia at the infraumbilical level and surgical intervention was recommended; on (B)(6) 2021: surgical intervention is performed to repair the hernia without the existence of intra-abdominal abscesses [pathology test] on (B)(6) 2021: both tubes without alterations. [X-ray] on (B)(6) 2015: essure devices were properly inserted. Lot number: b11724. Manufacture date: 2013-03. Expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: new reporters and event added (pelvic pain, device ineffective for unapproved indication, dyspepsia); hospitalization reported in the context of essure removal; lab and procedural data added. We received a lot number in this case. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of procedural intestinal perforation ("postsurgical complication due to iatrogenic perforation of the small intestine"), abdominal pain ("persistent abdominal pain") and umbilical hernia ("immediate postoperative period of intestinal paralysis due to an infraumbilical incisional hernia with a parietal defect of approximately 7 by 6 cm after essure removal") in a 37 year-old female patient who had essure inserted (lot no. B11724) for in vitro fertilisation. Additional non-serious events are detailed below. Product or product use issues identified: off label use in unapproved indication ("essure was inserted to become pregnant" on (B)(6) 2015). The patient had a medical history of myomectomy (which she suffered complications due to infection that made a second procedure necessary. After this operation she completely recovered.) And uterine myoma in 2009 and hydrosalpinx (left). Essure devices were inserted without anaesthesia. As concurrent condition the report mentioned in vitro fertilisation (several, failed; continued after the insertion of essure). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain ("persistent abdominal pain after the insertion lasting more than 2 weeks"). On (B)(6) 2021, she experienced umbilical hernia (seriousness criterion intervention required). In 2021, she experienced allergy to metals ("allergy to nickel"). At an unknown time, she experienced procedural intestinal perforation (seriousness criterion medically important), abdominal pain (seriousness criterion intervention required), abdominal adhesions ("abdominal cavity adherence syndrome"), abdominal distension ("persistent abdominal swelling / persistent abdominal inflammation"), dysmenorrhoea ("menstrual pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), device intolerance ("essure intolerance"), dehiscence ("dehiscence of the small intestine"), menstrual disorder ("menstrual disturbances"), dyspareunia ("pain during sexual intercourse"), hypersensitivity ("allergy manifestations"), anxiety ("anxiety (being put on sick leave for this reason)"), general body pain ("generalised pain"), prick pain ("pricking in the hypogastrium and iliac fossae"), insomnia ("insomnia") and skin reaction ("dermatological manifestations"). The patient was treated with anxiolytics and antidepressants as well as surgery (on (B)(6) 2021 underwent laparoscopy, bilateral salpingectomy and essure removal and on (B)(6) 2021 for hernia repair (in laparoscopic umbilical trocar incision)). At the time of the report, the procedural pain had resolved and the abdominal adhesions, abdominal distension, dysmenorrhoea and heavy menstrual bleeding had not resolved. The outcomes for procedural intestinal perforation, abdominal pain, device intolerance and dehiscence were unknown. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, allergy to metals, anxiety, dehiscence, device intolerance, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hypersensitivity, insomnia, menstrual disorder, general body pain, prick pain, procedural intestinal perforation, procedural pain, skin reaction and umbilical hernia to be related to essure administration. The reporter commented: patient was currently awaiting the completion of allergy tests to determine if she is allergic to the components of the contraceptive device, which are: titanium, nickel and stainless steel. Depending on the result of these tests, as well as the progression of the adverse effects derived from the essure that she continued suffering, a surgical procedure for the removal of essure may be eventually necessary. The patient clearly insists on several occasions that she suffered from abdominal pain, insomnia, discomfort during sexual intercourse, organ involvement, dermatological manifestations, rupture, wear of the product, heavy bleeding, etc. On (B)(6) 2020, she was put on sick leave due to anxiety due to the problems that occurred with essure insertion, being treated with an anxiolytic and antidepressant. On (B)(6) 2021, essure devices were removed. On (B)(6) 2021, a second procedure was scheduled for hernia repair in the anterior abdominal wall (in laparoscopic umbilical trocar incision); laparoscopic lysis of abdominal adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] on (B)(6) 2015: essure devices were properly inserted. Lot number: b11724. Manufacture date: 2013-03. Expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: follow-up: medical history added, essure was inserted to become pregnant. New events added, allergy to nickel was diagnosed in 2021 and 2022, she is also allergic to lactams. On (B)(6) 2021, essure devices were removed. On (B)(6) 2021, a second procedure was scheduled for hernia repair in the anterior abdominal wall (in laparoscopic umbilical trocar incision); laparoscopic lysis of abdominal adhesions. We received a lot number in this case. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("persistent abdominal pain"), procedural intestinal perforation ("postsurgical complication due to iatrogenic perforation of the small intestine"), incisional hernia ("immediate postoperative period of intestinal paralysis due to an infraumbilical incisional hernia with a parietal defect of approximately 7 by 6 cm after essure removal") and anxiety ("anxiety (being put on sick leave for this reason)") in a 37 year-old female patient who had essure inserted (lot no. B11724) for hydrosalpinx. Additional non-serious events are detailed below. Product or product use issues identified: device use in unapproved indication ("essure was inserted to become pregnant" on (B)(6) 2015) and device ineffective for unapproved indication ("patient did not become pregnant after all procedures"). The patient had a medical history of hydrosalpinx (left) in 2014, myomectomy (which she suffered complications due to infection that made a second procedure necessary. After this operation she completely recovered) and uterine myoma in 2009, myomectomy (by enucleation via laparotomy) in 2006 and surgery (vitrectomy, anal fissure and meniscus), multiple allergies (allergy to beta-lactams. Iga dermatosis), obesity and pid pelvic inflammatory disease (with pelvic abscess). Essure devices were inserted without anaesthesia. Until essure, patient did not report relevant pelvic pain symptoms. As concurrent condition the report mentioned in vitro fertilisation (several, failed; continued after the insertion of essure). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced procedural pain ("persistent abdominal pain after the insertion lasting more than 2 weeks"). On (B)(6) 2016, she experienced diarrhoea ("diarrhea, yellowish diarrhea") and vomiting ("vomiting"). On (B)(6) 2016, she experienced nausea ("nausea") and malaise ("general malaise"). On (B)(6) 2018, she experienced pain in arm ("arm pain"). On (B)(6) 2020, she experienced anxiety (seriousness criterion medically important). On (B)(6) 2020, she experienced dyspepsia ("heartburn/ dyspepsia"). On (B)(6) 2020, she experienced dermatitis ("dermatitis"), rhinitis ("rhinitis") and asthma ("bronchial asthma"). On (B)(6) 2020, she experienced abdominal pain lower ("pricking in the hypogastrium and iliac fossae/hypogastrium pain and iliac pain"). On (B)(6) 2021, she experienced insomnia ("insomnia"). On (B)(6) 2021, she experienced urticaria ("hives"). On (B)(6) 2021, she experienced procedural intestinal perforation (seriousness criterion medically important). On (B)(6) 2021, she experienced incisional hernia (seriousness criterion medically important). On (B)(6) 2021, she experienced asthenia ("asthenia after removal of essure") and iron deficiency anaemia ("iron deficiency anemia after removal of essure"). On (B)(6) 2021, she experienced talalgia ("talalgia after removal of essure"). In 2021, she experienced allergy to metals ("allergy to nickel"). An unknown time later she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("menstrual pain"), dyspareunia ("pain during sexual intercourse"), abdominal distension ("persistent abdominal swelling/persistent abdominal inflammation"), heavy menstrual bleeding ("heavy menstrual bleeding"), menstrual disorder ("menstrual disorders"), pain ("generalised pain"), hypersensitivity ("allergy manifestations"), abdominal adhesions ("abdominal cavity adherence syndrome"), device intolerance ("essure intolerance") and dehiscence ("dehiscence of the small intestine"). The patient was hospitalised from (B)(6) 2021 to (B)(6) 2021. The patient was treated with anxiolytics, antidepressants and iron as well as surgery (on (B)(6) 2021, underwent laparoscopy, bilateral salpingectomy and essure removal and on (B)(6) 2021, for hernia repair (in laparoscopic umbilical trocar incision)). At the time of the report, the abdominal pain, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstrual disorder, pain, hypersensitivity, incisional hernia, abdominal adhesions, dehiscence, anxiety, insomnia, dyspepsia, diarrhoea, vomiting, nausea, malaise, pain in arm, rhinitis, asthma, urticaria, asthenia, iron deficiency anaemia and talalgia were resolving, the procedural pain had resolved and the abdominal distension had not resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, dehiscence, device intolerance, dysmenorrhoea, dyspareunia, dyspepsia, heavy menstrual bleeding, hypersensitivity, incisional hernia, insomnia, menstrual disorder, pain, pelvic pain, procedural intestinal perforation and procedural pain to be related to essure administration. The reporter commented: in 2014, her gynecologist detected left hydrosalpinx and recommended essure implantation to increase the chances of getting pregnant. On (B)(6) 2016, transfer of two embryos. On (B)(6) 2016, embryo transfer, an embryo. On (B)(6) 2020, generalized pelvic allergies, on (B)(6) 2021, contact dermatitis due to sodium gold thiosulfate and p-phenylenediamine, on (B)(6) 2021, contact dermatitis due to sodium thiosulfate of gold, chromium, nickel, zirconium and p-phenylenediamine. Findings of essure removal: important small intestine adhesions to the anterior abdominal wall and neighboring structures in the pelvis and abdomen. Uterus of normal size with significant adhesions to neighboring structures (posterior surface of the bladder, left adnexa). Presence of essure devices in both tubes at the proximal level and horns. In the postoperative period, intestinal paralysis occurs. On (B)(6) 2023, clinical improvement since the surgery performed in 2021. The patient clearly insists on several occasions that she suffered from abdominal pain, insomnia, discomfort during sexual intercourse, organ involvement, dermatological manifestations, rupture, wear of the product, heavy bleeding, etc. On (B)(6) 2020, she was put on sick leave due to anxiety due to the problems that occurred with essure insertion, being treated with an anxiolytic and antidepressant. On (B)(6) 2021: the patient is admitted due to an infectious process [unspecified] and is being treated with astreonam. On (B)(6) 2021 essure devices were removed. On (B)(6) 2021, a second procedure was scheduled for hernia repair in the anterior abdominal wall (in laparoscopic umbilical trocar incision); laparoscopic lysis of abdominal adhesions. On (B)(6) 2021: she is in a state of recovery after essure removal and hernia repair and is being followed up by his family doctor for iron deficiency anemia. In conclusion, after years of trying to achieve in vitro fertilization by the most effective method, she has not achieved it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.102 kg/sqm. [C-reactive protein] on (B)(6) 2020: 11.4 mg/dl. [Computerised tomogram abdomen] on (B)(6) 2021: abdominopelvic CT scan for evaluation of pelvic. Masses (normal); on (B)(6) 2021: abdominal and pelvic tomography did not show pathological findings and essure was placed in the tubes, without mobilization, however the patient has a history of pelvic inflammatory disease with pelvic abscess; on (B)(6) 2021: accidental perforation of the small intestine; on (B)(6) 2021: collection in the pouch of douglas with discrete enhancement of the walls to be evaluated for probable abscess formation. [Investigation] on (B)(6) 2021: epicutaneous test with standard battery: positive sodium thiosulfate of gold, chromium, nickel and zirconium. [Laparoscopy] on (B)(6) 2021: the first intervention is carried out to remove the essure devices. The action plan is laparoscopy, bilateral salpingectomy with laparoscopic essure removal. During surgery, small intestine adhesions are found on the abdominal wall, uterus with adhesions to neighboring structures. After the intervention, the patient presented intestinal paralysis due to incisional hernia at the infraumbilical level and surgical intervention was recommended; on (B)(6) 2021: surgical intervention is performed to repair the hernia without the existence of intra-abdominal abscesses [pathology test] on (B)(6) 2021: both tubes without alterations. [X-ray] on (B)(6) 2015: essure devices were properly inserted; on (B)(6) 2016: showed properly placed devices. Lot number: b11724. Manufacture date: 2013-03. Expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-oct-2023: follow-up: 3 reporter added, medical history and lab data added; patients height and weight, obesity added. Essure was inserted due to hydrosalpinx. Events diarrhea, vomiting, nausea, general malaise, arm pain, dermatitis, rhinitis, bronchial asthma, hives, asthenia and iron deficiency anemia after removal added. On (B)(6) 2023, clinical improvement since the surgery performed in 2021. Reporter causality comment was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of intestinal perforation ('postsurgical complication due to iatrogenic perforation of the small intestine') and abdominal pain ('persistent abdominal pain') in an adult female patient who had essure (batch no. B11724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine myoma and myomectomy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criterion medically significant), abdominal pain (seriousness criterion intervention required), abdominal adhesions ("abdominal cavity adherence syndrome"), abdominal distension ("persistent abdominal swelling / persistent abdominal inflammation"), dysmenorrhoea ("menstrual pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), device intolerance ("essure intolerance"), dehiscence ("dehiscence of the small intestine") and umbilical hernia ("umbilical hernia"). The patient was treated with surgery (on (B)(6) 2021 underwent bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the intestinal perforation, abdominal pain, device intolerance, dehiscence and umbilical hernia outcome was unknown and the abdominal adhesions, abdominal distension, dysmenorrhoea and heavy menstrual bleeding had not resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, dehiscence, device intolerance, dysmenorrhoea, heavy menstrual bleeding, intestinal perforation and umbilical hernia to be related to essure. The reporter commented: patient was currently awaiting the completion of allergy tests to determine if she is allergic to the components of the contraceptive device, which are: titanium, nickel and stainless steel. Depending on the result of these tests, as well as the progression of the adverse effects derived from the essure that she continued suffering, a surgical procedure for the removal of essure may be eventually necessary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2022: events- "postsurgical complication due to iatrogenic perforation of the small intestine, essure intolerance, abdominal cavity adherence syndrome, dehiscence of the small intestine, umbilical hernia", medical history, dob added. We received a lot number in this case. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('persistent abdominal pain') in a female patient who had essure (batch no. B11724) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), abdominal distension ("persistent abdominal swelling"), dysmenorrhoea ("menstrual pain") and menorrhagia ("heavy menstrual bleeding"). Essure treatment was not changed. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient was currently awaiting the completion of allergy tests to determine if she is allergic to the components of the contraceptive device, which are: titanium, nickel and stainless steel. Depending on the result of these tests, as well as the progression of the adverse effects derived from the essure that she continued suffering, a surgical procedure for the removal of essure may be eventually necessary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: essure lot number was provided by consumer: b11724. Lot number was received. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('persistent abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), abdominal distension ("persistent abdominal swelling"), dysmenorrhoea ("menstrual pain") and menorrhagia ("heavy menstrual bleeding"). Essure treatment was not changed. At the time of the report, the abdominal pain, abdominal distension, dysmenorrhoea and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: patient was currently awaiting the completion of allergy tests to determine if she is allergic to the components of the contraceptive device, which are: titanium, nickel and stainless steel. Depending on the result of these tests, as well as the progression of the adverse effects derived from the essure that she continued suffering, a surgical procedure for the removal of essure may be eventually necessary. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.